Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The lesion being treated was a 95% stenotic lesion in the mid lad coronary artery. No pt injuries or complications were reported. Pt status is reported as 'good'.